Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and motor position encoder error confirm in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Device was received with cracked case on lcd display window corners, scratched lcd window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was performed. The device was returned for analysis.